Event description:
It was reported that guidewire tip detachment occurred and was left in the patient. A 300cm straight tip v-14 control wire was used in a procedure. However, about 1 or 2 mm of the distal tip of the wire broke off. The broken tip could not be retrieved as it was extremely distal into the dorsalis pedis. The physician used another v14 wire and a coyote balloon to complete the procedure. There were no additional patient complications nor injuries reported. It was further reported that the lesion had 90% stenosis located in the dorsalis pedis.

Manufacturer narrative:
Device evaluated by MFR.: the returned guidewire had the distal tip polymer jacket damaged. The polymer tip showed a separated section and it was not returned; other two sections remained attached to the core wire. The separated section was located approximately at 117 inches from the proximal end. The distal tip was found bent. No more visual damages were found in the device. Overall length, outer diameter of distal tip, middle section, and proximal section are within specifications.

Event description:
It was reported that guidewire tip detachment occurred and was left in the patient. A 300cm straight tip v-14 control wire was used in a procedure. However, about 1 or 2 mm of the distal tip of the wire broke off. The broken tip could not be retrieved as it was extremely distal into the dorsalis pedis. The physician used another v14 wire and a coyote balloon to complete the procedure. There were no additional patient complications nor injuries reported.